Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR# 2954740-2016-00208. The revive se is not distributed in the united states; however, it is similar to the revive pv that is distributed in the united states. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Device ineffective, brain infarction and prolongation of surgery (as captured by emergency surgery to correct vascular complications with in the IFU) are known potential adverse events associated with the use of the revive se device and are listed in the IFU. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that target site characteristics, intraprocedural issues and vessel anatomy may have contributed to the reported events. No further action is required at this time.

Event description:
As reported by a health care professional, a failed thrombectomy procedure was reported with the use of revive se (frs21452299/t10108). The patient was (B)(6) of unknown gender whose vessels were mildly torturous and mildly calcified. Tissue plasminogen activator was administered prior to the procedure. The target lesion was at the middle cerebral artery (mca), m2 segment of the mca was approached and the first pass was performed, however it failed. After the second pass was made a cavernous carotid fistula (ccf) developed which was viewed under contrast. The coil embolization was then conducted from the distal portion of puncture site, and ic became obstructed. As a result, thrombectomy could not be performed and the brain infarction did not recover. As per the surgeon; product involvement was not suspected, it may be possible that the ccf developed when the microcatheter was inserted. Upon checking the angio the surgeon also commented that there may have been an unruptured aneurysm at the site of the ccf prior to the surgery. The surgery was prolonged by 100 minutes. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush was maintained at all time. No visible defect or damage was noted on the products prior to and after the event. The product is not available for the investigation. No further information is available.

Manufacturer narrative:
This is follow-up report submitted for this complaint with associated MFR# 2954740-2016-00208. Update received 12dec2016: update 12dec2016: it was reported that patient was a (B)(6) year old female. Patient had an anamnestic history of brain infarct on (B)(6) 2013, when patient was in for treatment of cardiac infarct. Aspirin was prescribed 100mg a day. Before the procedure aspects-CT: 4 points, aspects-dwi: 4 points, nihss: 10 points, tici: 0 points and mrs: 4 points. On (B)(6) 2016 at 12:00pm patient developed brain infarct with stasis of right middle cerebral artery at the proximal portion (m1p). The vascular diameter of blocked area was proximal portion: 3.2mm, distal portion: 1.7mm and length: 20 mm. The patient was hospitalized (1:27pm). The intracavernous administration of t-pa was performed at 2:43pm, but it was not recanalized. Therefore the revive se was used for this procedure. A guiding catheter (competitor¿s product was inserted at 3:27pm) and a micro catheter (competitor¿s product inserted at 3:31pm) were also used for this procedure. The revive se was deployed twice at the blocked area tici however the tici did not improve as it was 0point. Furthermore, the carotid-cavernous fistula (ccf) was developed due to puncture at the internal carotid artery with the micro catheter and the guidewire. Abnormalities was not observed in the induction during insertion and removal of revive. Flow of the ccf was high degree and there was collateral circulation (anterior and posterior communicating artery) at the internal carotid artery. So the coil embolization was performed at the internal carotid artery and the procedure was completed (5:10pm). Nihss was 12points immediately after the procedure. On (B)(6) 2016 it was confirmed that nihss was 9 points and aspects-dwi was 1point. On (B)(6) 2016: mrs:5points, aspects-CT:1point. It was reported that there was possibility that the ccf developed when the micro catheter was advanced.